Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No successful intervention was reported. There were no patient consequences.

Manufacturer narrative:
The reported event of unable to pair the mobile application to the implanted device was confirmed. Based on the information received, the mobile smartphone used was not allowing the application to pair to the implanted device. The root cause of the issue could not be determined since the phone was not returned for analysis.

Event description:
New information received notes, the patient was brought into clinic and the implantable cardioverter defibrillator bluetooth was successfully reset, resulting in successful pairing. There were no patient consequences.